Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g4, g7, h1, h2, h3, h6, and h10. Visual examination of the provided pictures shows femoral implant is covered with bone cement and tissues. However, tibial plates don't have any bone cement that adheres to them. Further evaluation cannot be made as the product was not returned. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: nonspecific zone of patchy lucencies in the proximal medial tibia. Although nonspecific at is seen with a single time point, assuming that the finding is new since prior imaging, this could be related to loosening. However, findings at the current imaging time point are not confirmatory. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Customer has not indicated whether or not the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised due to aseptic tibial loosening. Surgeon found tibial cement mantle intact on proximal tibia but absent from tibial component. Marked osteolysis of medial tibia was grafted with femoral bone stock. There is no additional information available at this time.